Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that their symptoms got worse the day after the implant. Patient stated they were sitting on the couch and having bowel movements. Patient turned the therapy off for a while and they didn't know if it was related but the implant got placed on their right side and their right hip kind of felt like it was broken while it was turned on as it hurt really bad. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They stated they are scheduled for explant on (B)(6) 2024.